Event description:
Device issue: tip separation. Time of device issue: during the procedure. Adverse event: tip remains in the pt. It was reported that during use of a non-abbott atherectomy catheter, the tip of a guide wire sheared off and remains in the peripheral artery. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.